Event description:
During a reprogramming session, it was noted that the pt's system was showing high impedance measurements. A fluoroscopy showed that one of the pt's leads had a damaged contact. Replacement of the lead solved the high impedances.

Manufacturer narrative:
The explanted lead was discarded by the medical facility.